Event description:
A user facility reported that during intraocular lens (iol) implantation, a haptic broke off the lens after it was placed in the capsular bag. The surgeon opted to leave the iol in place, as he felt that explantation would be too risky. It was also reported that an unapproved lens cartridge and viscoelastic was used during the surgical procedure. Additional information was received from the surgeon who reported the patient experienced postoperative monocular diplopia and the iol was exchanged fifteen days after the initial surgery. The replacement lens was placed in the sulcus. The event resolved with treatment (iol exchange). The patient was hospitalized for the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The reporter indicated the use of an unapproved lens cartridge and viscoelastic combination for this lens model. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).